Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found inside a bd phaseal¿ injector luer lock n35j before use. No injury or medical intervention.

Manufacturer narrative:
Investigation summary: no defects were found in the cannula. Coring was confirmed: grey elastic fm was found inside the syringe. Several factors impact on coring tendency. Among them, the welding of the membrane, human error, the quality of the rubber stopper and also the needles. Phaseal needles are designed to reduce the coring tendency. For every manufactured lot the laboratory technician administered the particles fragmentation test according to internal procedures. No quality notifications were found in device history record. Fragmentation test results were acceptable. Investigation conclusion: two grey elastic fm were found inside the syringe, they seemed part of a rubber stopper. No anomalies were found in the cannula. An absolute root cause for this incident cannot be determined.